Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent at approximately 50.0 and 90.0 cm from the proximal end. The embolization coil had compression damage along its length. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The friction lock was skived off by the penumbra investigator in order to flush the embolization coil. During functional analysis, the ruby coils were unable to be advanced out of their introducer sheaths. The pull wires of both ruby coils were pushed through the capture feature by the penumbra investigator in an attempt to advance the coils out of their sheaths. Conclusions: evaluation of the first ruby coil revealed that the pusher assembly was kinked. This damage was likely a result of forcefully gripping the pusher assembly when attempting to either advance or retract the embolization coil. Evaluation of the second ruby coil revealed that the embolization coil was compressed at multiple points along its length and the pusher assembly was bent. These types of damages are likely a result of forceful attempts to advance the embolization coil against resistance. If the microcatheter is not flushed prior to insertion of a coil, increased friction and resistance may be experienced. Further evaluation revealed the pusher assembly was kinked proximally on the second ruby coil. This damage was likely incidental and likely occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00916.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician attempted to place an initial ruby coil into the target vessel using a non-penumbra microcatheter, however, the ruby coil was unable to completely advance out of the microcatheter. The physician indicated that the ruby coil was too large and therefore, removed the coil without any noticeable damage. The physician then deployed and detached six new ruby coils into the target vessel without any issues. Upon attempting to place another ruby coil, the physician forgot to flush the microcatheter and subsequently, resistance was encountered and the coil was unable to advance through the microcatheter. Therefore, the ruby coil was retracted with slight resistance. The physician then flushed the microcatheter and completed the procedure using a new ruby coil. There was no report of an adverse effect to the patient.